Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon device interrogation it was observed that the right ventricular (rv) lead exhibited over-sensed noise which resulted in pacing inhibition. Noise was reproducible with arm movement. The patient was scheduled for revision, and the lead was capped on (B)(6)2022. The patient was stable throughout the procedure.